Manufacturer narrative:
(B)(4).

Event description:
It was reported that at implant the pulse generator exhibited no sensing and low impedance. The device was not used and a new device implanted with good measurements. The patient was in good condition.

Manufacturer narrative:
Final analysis performed, including thermal and mechanical testing of the device, indicated that the pacer exhibited normal device characteristics. Low impedance measurement could not be reproduced and it was possibly caused by hardware code corruption.